Event description:
While visiting with pt, pt indicated her insulin pen was not working. She had the pen needle attached to the dose dialed. I confirmed the pen wouldn't eject insulin. I had pt change the pen needle and the pen ejected insulin as it should have. That was on 12/7. Today pt reports that on multiple occasions, that when she's opened the individually packed pen needle, she finds no needle and only the hub. Pt indicates that this issues have been with owen mumford needle. Note that the box in the attached photo is not the same box as when the issue was experienced on 12/7; it is the only box she had available to photograph. It is yet to be determined if this box will present the same issues as before.